Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that following multiple instances of cardioversion, the pulse generator exhibited an alert triggered by an anomalous measurement. The alert was cleared and the device remained implanted.